Event description:
Per the clinic, the patient experienced an infection at the incision site, and was treated with antibiotics (type, duration, and specific date not reported). The implanted device remains.